Event description:
Procedure type: lobectomy. According to the reporter: the stapler could only fire half of the total length. Three devices were fired and showed all the same effect. The loading unit connected with the handle was fired after removal from the tissue. The rest of the staples were correctly formed. Using a new handle with new loading units - everything works fine. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).